Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:b4; b5; g3; g6; h1; h2; h3; h6the returned product exhibits signs of repeated use and has fractured off pieces from the cylindrical hole. All pieces were not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a poly had some gouging on the trial. This was discovered while going through trays in the office. The surgical technique was utilized. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.